Event description:
It was reported the cutter/stapler was used during a hemicolectomy. It was reported the stapler did not cut and did not apply staples. Another device was used to complete the case. No pt consequence.